Manufacturer narrative:
The device was not returned to boston scientific after explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an academic conference abstract that the patient implanted with this boston scientific implantable cardioverter defibrillator (ICD) and a competitive right ventricular (rv) defibrillation lead presented to the hospital because the device was eroding through the patient's skin. The patient had also been diagnosed with a staphylococcus infection several weeks earlier as a result of the rv lead and the patient's lowered immune system. It was reported that an x-ray of the competitor lead confirmed exposed conductor coils due to an insulation breach. The device was explanted and debridement of the pocket was performed. The chronic leads were severed and partially removed. One week later, the pocket was opened and the abandoned lead segments were fully removed. The following month a new system was implanted on the patient's right side. No additional adverse patient effects were reported. The right atrial lead was also a competitor product.